Manufacturer narrative:
The device was returned to the customer.

Event description:
The bench technician identified there was no audible sound on the mx40 telemetry device. There was no patient involvement.